Manufacturer narrative:
Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation is lay user/patient. The customer did not return the test strips.

Event description:
The customer complained of erroneous high inr results on coaguchek xs meter serial number (B)(4) compared to the stago sta-r evolution laboratory method. The customer tested at 3:53 p.m. With a result of 6.2 inr. The customer re-tested at 3:57 p.m. With a result of 6.4 inr. A different finger was used for each meter test. The result from the laboratory at approximately 5:00 p.m. Was 4.4 inr. The result from the laboratory was believed to be correct. No medication changes were made based on the meter results. The customer's therapeutic range is 2.5 - 3.5 inr. No medical treatment was required. There was no allegation that an adverse event occurred. The customer is in stable condition and is doing well. The customer has been diagnosed a borderline anemic. The customer is not under any overlapping heparin or other direct thrombin inhibitors. The customer does not have antiphospholipid antibodies. The customer has had no diet changes and has not experienced any abnormal bleeding or bruising. The customer recently started an antibiotic for bronchitis. The meter and test strips were requested for investigation. The meter was returned. The test strips were not returned. The retention strips were measured with the returned meter with liquid qc of a high level: qc 1: 2.3 inr, qc 2: 2.3 inr, qc 3: 2.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. (1.6 - 2.4 inr). All measurements were without error messages. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.